Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 600 (mg/dl) and ketones for 3 days. Reportedly, the customer's health care provider did not believe that the pump was working properly. Customer changed their infusion sets and administered insulin injections to treat their bg levels. Contact reported that they witnessed insulin exit the infusion set tubing when they would change their infusion sets. System check with tandem technical support indicated pump was performing as intended, and review of pump history did not reveal any anomaly in insulin delivery. Recommendation was made to consult with their health care provider to discuss diabetes management.